Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and photos were not provided which leads to inconclusive results. Based on the provided information and as no sample was returned for evaluation, the investigation is closed with inconclusive results. A definite root cause for the reported event could not be determined. Labeling review: the relevant labeling supplied with a fluency plus vascular device was reviewed and the potential risks was found addressed. Regarding preparation of the device the instruction for use states: "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate sent graft deployment." Regarding anatomy of the placement site the instruction for use states: "prior to sent graft deployment . Ensure that the proximal sent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Regarding accessories the instruction for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure"; the packaging pictograms indicate an introducer size of 9f and a 0.035" guide. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly did not deploy properly. It was further reported that the stent allegedly half opened and got stuck in the body. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly did not deploy properly. It was further reported that the stent allegedly half opened and got stuck in the body. There was no reported patient injury.